Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? The initial approach and indication for the (B)(6) 2010 initial surgical procedure? Were there any intra-operative complications? Other relevant patient comorbidities/concomitant medications? Product code and lot number for prolift mesh? Product code and lot number for tvt-o mesh? Onset date/time of the vaginal pain from initial surgery? What medical intervention was given for the pain management? Results? Mesh exposure site/location and diagnostic confirmation? Please clarify which mesh exposed or both had exposure? Please provide indication and surgical findings of 2015 surgery when both mesh excision and division performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was the chronic pain resolved? Event regarding prolift pelvic floor repair implanted at the same time submitted via 2210968-2020-01873.

Event description:
It was reported the patient underwent a vaginal hysterectomy procedure on (B)(6) 2010 and the mesh was implanted. The patient ultimately developed chronic vaginal pain suburethrally. Three years later she had a mesh exposure, which was treated surgically on (B)(6) 2015 with sling excision and anterior mesh division. Additional information has been requested.